Event description:
Info was rec'd from an intl customer that the snubber board on the ventilator power supply had signs of damage due to overheating. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The MFR's svc tech replaced the power supply to correct the findings. Damage to the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na